Event description:
It was reported that a cartridge alarm occurred during the load process. There was no adverse impact to the customer's blood glucose level. The customer successfully loaded a new cartridge with the assistance of technical support and resumed insulin therapy, resolving the issue.